Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route dental, lot number, expiration date and frequency unspecified). Approximately after two weeks, she noticed that the toothbrush broke while she was using it. She stated that she had never experienced such event earlier. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(6) 2013: lot number was updated from unspecified to 18511sg s2. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Retain sample was evaluated and met specification. One toothbrush lot 18511sg s2 was received. The toothbrush was completely broken approximately 1 cm below the thumb grip. The sample evaluation speculated that, the complete breakage of the toothbrush through the rubber was done by the consumer after it initially broke, as this type of defect was observed for the first time. The handle breakage was at the thinnest point of the handle. During the overbend test of the validation no toothbrush was broken. The material of the handle was changed, validated and released in (B)(6) 2012. As per the manufacturer the returned toothbrush lot had been manufactured according to the specification. Based upon an acceptable document review, acceptable retain evaluation, and no adverse trends a root cause could not be determined. The returned sample was broken however; the breakage had occurred at a point that was clamped during testing. There was no consumer information regarding where the consumer held the brush or the force they used whilst using the brush. Although this complaint was confirmed due to the returned sample, the disposition of this complaint could not be confirmed, as it could not be attributed to a manufacturing defect. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route dental, lot number, expiration date and frequency unspecified). Approximately after two weeks, she noticed that the toothbrush broke while she was using it. She stated that she had never experienced such event earlier. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(6) 2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a female consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach total care plus whitening toothbrush for dental cleaning (route dental, lot number, expiration date and frequency unspecified). Approximately after two weeks, she noticed that the toothbrush broke while she was using it. She stated that she had never experienced such event earlier. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on (B)(6) 2013: lot number was updated from unspecified to 18511sg s2. This report remains a reportable malfunction case in the united states.